Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflated manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 32-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a left-sided 800cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant during an in-office visit with a medical professional. As a result, the patient underwent removal and replacement with unspecified implants on (B)(6) 2022.

Manufacturer narrative:
On september 19, 2022, the mentor analysis lab received the suspect medical device for evaluation. On september 20, 2022, mentor completed an evaluation on the returned device. Mentor then conducted visual inspection, leak testing, and microscopic examination of the device. Visual analysis of the returned sample determined that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures and a tear was found on the posterior view of the breast implant, measuring approximately less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Paperwork received with the device provided an updated explantation date of (B)(6) 2022. On september 22, 2022, mentor became aware that during the explantation surgery the patient was unilaterally replaced with an 800cc mentor smooth round moderate plus profile saline breast implant. Manufacturer¿s reference number: (B)(4).